Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 noting that patient rubbed the right eye (od) and developed erosion and was manged with a bandage contact lens (bcl). Patient had an anterior chamber reaction which resolved and erosion 100% resolved. Patient on taper of drops and muro ung to be taken every night at bedtime in od. The topical steroid dosage was increased. Uncorrected visual acuity (ucva) 20/20 od, 20/20 left eye (os). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain in od after rubbing eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye post-op 20/20 .50 x -1.00 x 52, left eye post-op 20/20 -.25 x .00 x 90.

Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 8/31/2019, however the correct date is 10/02/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.